Event description:
The user noticed that the powerpack was leaking. There was no damage or injury sustained.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device. This is a final report.

Manufacturer narrative:
The device will not be returned to the manufacturer due to (B)(6) shipping restrictions.

Event description:
The user noticed that the powerpack was leaking. There was no damage or injury sustained.